Event description:
During a procedure, the stimulator was not responding. All connections were checked and attempts were made to connect the touchscreen directly to the pc but the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion code: no conclusion code available. The stimulator was received for analysis and the reported event of a communication issue was confirmed. It was also confirmed that the stimulator failed to successfully execute the post (power on self-test) and communicate with the ep-4 touchscreen pc, which confirmed the reported issue. Testing isolated the single board computer as the root cause of the communication issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.